Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051" and "self check failure -1003" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "runtime calibration failure 1051" was verified and attributed to a faulty transducer on the smart pneumatic module board. The customer's report of "self check failure 1003" was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.